Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated mdrs #1225714-2014-05366, 1225714-2014-05367 and 2937457-2014-01349.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2008, after the use of the product.